Event description:
Reporter stated that patient was found non-responsive and "staring off." Reporter attempted to treat patient with orange juice; however, patient refused to drink. Based on patient's symptoms, reporter phoned emergency medical services for assistance. One minute prior to paramedics' arrival, patient's blood glucose was measured, using the suspect device, with a result of 111 mg/dl. Patient's blood glucose was reportedly retested on paramedics' device with a result of 45 mg/dl. Patient was reportedly treated with an intravenous glucose solution. Patient was not transported to the hospital for additional treatment. Reporter noted that she does not know if patient had taken any action based on device results prior to the hypoglycemic event. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.